Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent needle event on (B)(6) 2025. Infusion set was used for 12 hours. Blood glucose level was 400 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011329, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011329 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac m14 on 02-feb-2025, with a total of (B)(4) units. The sub-assembly: welding of the lot 5a04033 was manufactured according to the work instruction (wi) version 34 and manufactured in the machine ls24-ls25, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5a03998 was manufactured according to the work instruction (wi) version 37 and manufactured in the line l3, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5a03999 was manufactured according to the work instruction (wi) version 37 and manufactured in the line l3, on 28-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.